Manufacturer narrative:
Completion of the device history record review has not been achieved, because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.

Event description:
It was reported that a trained physician successfully achieved arteriotomy closure of the common femoral artery using the starclose device after a uterine fibroid emolization procedure. The next day, the pt experienced low pedal pulses in the leg with the closure site. An angiogram revealed an embolus in the common femoral artery causing the vessel to be occluded. The embolus was not at the closure site and the clip was noted in the correct location. The embolus was removed correcting the occlusion. There were no further adverse pt effects. No additional info available.